Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported approximately 8mm of the distal section of the pipeline did not open during delivery. As the physician attempted to retrieve the pipeline with an alligator, the pipeline fully opened. No patient injury reported.